Event description:
During setup of pump, device stopped working and displayed "watchdog error". Another pump was obtained and programmed successfully. No patient involvement, no adverse event or medical intervention required and no delay in critical therapy. No additional patient information provided by department.======================manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation was unable to duplicate the complaint of "multiple s136 errors, watchdog error" during testing, but confirmed in history logs. The device passed power on self test and run-in. The root cause for s136 was due to corrupted software. Manufacturer re-downloaded software.